Manufacturer narrative:
Investigation summary bd did not receive any samples or photos related to this complaint. Therefore, 10 retained samples from the reported lot were functionally tested for sleeve function and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Customer notification: bd received 200 returned samples from an unrelated lot #, 5301427. Follow up has been initiated to determine if these were sent in error or if a new complaint for this lot # is required. No return samples were received for the lot # reported 5056829.

Event description:
Patient 3 of 3: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, poor sleeve function was observed and blood leaked. There was no other health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 3 of 3: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, poor sleeve function was observed and blood leaked. There was no other health impact or consequences reported.

Event description:
Patient 3 of 3: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, poor sleeve function was observed and blood leaked. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore 10 retained samples were functionally tested and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.